Manufacturer narrative:
Doctor implanted a valve which resulted in high iop. The valve remains implanted in the patient's eye and is being monitored by the doctor. No additional information was provided.

Event description:
High intraocular pressure.